Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration / migration of essure device: location of device: uterus") and uterine abscess ("abscess in her uterus") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, rotator cuff tear, normal delivery (live child), broken foot and prolonged heavy periods. Previously administered products included for an unreported indication: depo-provera shot from 2011 to 2012 and birth control pills from 1996 to 2008. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) in 2009 and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine abscess (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxious"), depression ("depressed.") And abdominal pain lower ("right lower abdominal pain") and was found to have weight increased ("weight gain / loss: specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and surgical procedure with removal of the essure/ hysterectomy/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, anxiety and depression had not resolved and the uterine abscess, weight increased and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for uterine abscess with essure. The reporter considered abdominal pain lower, anxiety, depression, device expulsion and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: intervention was mentioned but not specified and/or assigned to one of the events. Plaintiff sought treatment on multiple occasions for symptoms of pelvic pain and migration of the essure device, among other symptoms and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: proper placement and full occlusion; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- migration of essure device: location of device: uterus, weight gain / loss: specify which one: weight gain, right lower abdominal pain. Event device dislocation was updated to device expulsion. Reporter information, aka name, medical history, historical drug, concomitant drug, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5072925) on 07-nov-2017. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device: location of device: uterus') and uterine abscess ('abscess in her uterus') in a 40-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, rotator cuff tear, parity, broken foot, bleeding menstrual heavy, dysfunctional uterine bleeding, arthralgia, degenerative joint disease, rheumatoid arthritis, menorrhagia and vitamin d deficiency. Previously administered products included for an unreported indication: depo-provera shot from 2011 to 2012 and birth control pills from 1996 to 2008. Concomitant products included codeine phosphate;paracetamol (acetaminophen and codeine), hydrocodone bitartrate;paracetamol (vicodin) in 2009, ibuprofen (motrin) and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine abscess (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxious"), depression ("depressed.") And abdominal pain lower ("right lower abdominal pain") and was found to have weight increased ("weight gain / loss: specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and surgical procedure with removal of the essure/ hysterectomy/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, anxiety and depression had not resolved and the uterine abscess, weight increased and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for uterine abscess with essure. The reporter considered abdominal pain lower, anxiety, depression, device expulsion and weight increased to be related to essure. The reporter commented: intervention was mentioned but not specified and/or assigned to one of the events. Plaintiff sought treatment on multiple occasions for symptoms of pelvic pain and migration of the essure device, among other symptoms and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: proper placement and full occlusion; on 28-jun-2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs & mr received. Reporter information, lot number, medical history, concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5072925) on 07-nov-2017. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device: location of device: uterus') and uterine abscess ('abscess in her uterus') in a 40-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, rotator cuff tear, parity, broken foot, bleeding menstrual heavy, dysfunctional uterine bleeding, arthralgia, degenerative joint disease, rheumatoid arthritis, menorrhagia and vitamin d deficiency. Previously administered products included for an unreported indication: depo-provera shot from 2011 to 2012 and birth control pills from 1996 to 2008. Concomitant products included codeine phosphate;paracetamol (acetaminophen and codeine), hydrocodone bitartrate;paracetamol (vicodin) in 2009, ibuprofen (motrin) and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine abscess (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxious"), depression ("depressed.") And abdominal pain lower ("right lower abdominal pain") and was found to have weight increased ("weight gain / loss: specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and surgical procedure with removal of the essure/ hysterectomy/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, anxiety and depression had not resolved and the uterine abscess, weight increased and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for uterine abscess with essure. The reporter considered abdominal pain lower, anxiety, depression, device expulsion and weight increased to be related to essure. The reporter commented: intervention was mentioned but not specified and/or assigned to one of the events. Plaintiff sought treatment on multiple occasions for symptoms of pelvic pain and migration of the essure device, among other symptoms and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: proper placement and full occlusion; on (B)(6) 2013: total bilateral occlusion. Lot number: a64634, manufacturing date:2012/10, expiration date:2015/10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine abscess ("abscess in her uterus") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started vitamin d at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years 1 month after insertion of essure, the patient experienced uterine abscess (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxious") and depression ("depressed."). The patient was treated with surgery (hysterectomy) and surgery (surgical procedure with removal of the essure/ hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine abscess outcome was unknown and the device dislocation, anxiety and depression had not resolved. The reporter provided no causality assessment for uterine abscess with essure. The reporter considered anxiety, depression and device dislocation to be related to essure. The reporter commented: intervention was mentioned but not specified and/or assigned to one of the events. Plaintiff sought treatment on multiple occasions for symptoms of pelvic pain and migration of the essure device, among other symptoms and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proper placement and full occlusion. Most recent follow-up information incorporated above includes: on 14-nov-2017: follow up from summons received-events migration, anxious and depressed were added and pelvic pain was clubbed with previously reported event. Case classification updated with potential legal case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine abscess ("abscess in her uterus") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started vitamin d at an unspecified dose and frequency. On (B)(6), the patient had essure inserted. On (B)(6), 4 years 1 month after insertion of essure, the patient experienced uterine abscess (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxious") and depression ("depressed."). The patient was treated with surgery (hysterectomy) and surgery (surgical procedure with removal of the essure/ hysterectomy). Essure was removed on (B)(6). At the time of the report, the uterine abscess outcome was unknown and the device dislocation, anxiety and depression had not resolved. The reporter provided no causality assessment for uterine abscess with essure. The reporter considered anxiety, depression and device dislocation to be related to essure. The reporter commented: intervention was mentioned but not specified and/or assigned to one of the events. Plaintiff sought treatment on multiple occasions for symptoms of pelvic pain and migration of the essure device, among other symptoms and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proper placement and full occlusion most recent follow-up information incorporated above includes: on 14-nov-2017: event migration, anxious and depressed was added and pelvic pain was clubbed with previously reported event. Case classification updated with potential legal case incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.